Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, information was received from a healthcare provider (hcp) via a company representative regarding a (B)(6)-year-old, female patient who was receiving bupivacaine 10mg/ml at 3.55 mg/day and morphine 20mg/ml at 6.7 mg/day via an implantable pump for non-malignant pain. On (B)(6) 2016, the physician added clonidine 10mcg/ml at 3.55 mcg/day to the pump and programmed a bridge bolus around 1300 or 1400. The bridge bolus was supposed to run for approximately 38 hours. On (B)(6) 2016, the physician tried to access the catheter access port and aspirate the catheter to try to remove the new drug forward in the system, and he was only able to aspirate 0.2ml. The catheter volume was 0.25ml. On (B)(6) 2016, an x-ray was performed and the physician couldn't see the tip of the catheter; the catheter migrated. The physician was not sure where the tip of the catheter was. He saw the catheter going into the anchor, but did not see it coming out. No patient symptoms were reported. The physician planned on revising the catheter the week of (B)(6) 2016, but it was not scheduled yet. If additional information becomes available, a follow-up report will be submitted.